Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an infected wound. The surgeon cleaned and swapped.